Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: d10, g4, g7, h2, h3, h4, h6, and h10. 61, 4310- the permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken distal clevis to be related to the customer reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned and measured roughly 0.230¿ x 0.359¿ in size. This failure is most commonly caused by overloading at the instrument tip. Failure analysis also found the secondary failure of dislodged conductor wire cap to be related to the customer reported complaint. The instrument was found to have the conductor wire cap dislodged from its normal position. This is likely a result of the broken distal clevis. The cap was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Failure analysis found the failure broken monopolar yaw pulley to be related to the customer reported complaint. The instrument was found to have a broken monopolar yaw pulley. The boss feature was found broken. No piece appear to be missing due to this breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history shows no additional complaints related to this product and/or this event. Images were provide by the site and have been escalated to advanced failure analysis for review. An attempt to review the instrument log was conducted however the lot and sequence number of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: during a da vinci assisted procedure, the permanent cautery hook instrument broke and pieces were hanging from the instrument. All fragments were retrieved, there was no patient harm, and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. There was insufficient product information available to determine the manufacture date.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon noticed that two pieces of the permanent cautery hook (pch) instrument were about to fall off while in the patient. The yellow disc and the piece that covers the disc were visibly barely hanging onto the instrument. The surgeon removed the yellow disc and the cover while in the patient to ensure they did not fall into the patient. The pieces and the instrument were removed from the patient and a backup instrument was used to complete the case with no injury. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator confirmed that the piece of the of the pch instrument was about to fall, but did not fall into the patient. The surgeon was able to notice the breakage and removed the plastic pieces from the pch using a grasper instrument. After the pieces were removed, the pch was taken out with no issue and the surgeon used a spare pch to continue the case. The surgeon did not see how the instrument broke. The instrument was checked prior to use and no issues were noted. There was no report of arcing. The procedure was completed with no patient injury. The customer did not perform an x-ray at the end of the procedure because the surgeon was confident that all the pieces were retrieved. The customer was able to piece together the fragments and everything seemed complete.